Event description:
It was reported the evis lucera elite gastrointestinal videoscope's light guide serpentine tube collapsed(around 50 cm). The issue occurred during service / maintenance (not in a clinical setting). The device was returned to olympus. During the device evaluation, foreign material was observed on switch 4. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on switch 4. A root cause could not be identified. Based on the results of the investigation, it is thought that physical stress was applied to the insertion section, causing the insertion section hose to collapse. The foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.